Event description:
The customer reported a communication error and that the system was exposing on its own. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The field engineer found that the system locked up following a communication error and that there was no aro risk because the system was not producing x-rays. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.